Manufacturer narrative:
H.6. Investigation: based on DHR review, there is no abnormality that may influenced this non-conformance. There is no returned samples or photos for investigation. Hence, no root cause is established. The complaint could not be confirmed h3 other text : see h.10.

Event description:
It was reported that hypoint ndl22ga1-1/2in tw leaked. The following information was provided by the initial reporter: when performing the dilution of the product, noticed that the needle thread was loose, as there was leakage and consequent loss of medicament.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that hypoint ndl22ga1-1/2in tw leaked. The following information was provided by the initial reporter: ¿when performing the dilution of the product, noticed that the needle thread was loose, as there was leakage and consequent loss of medicament¿.